Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure and again during the actual procedure, the level sensor pad detached from the reservoir. A third level sensor pad was attached to the reservoir and it functioned normally. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Level sensor pads from the same lot are being returned to the manufacturer for further eval. Investigation is in process, but not yet complete.